Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), experienced a syncopal episode. The physician wanted to program the sudden brady response (sbr) feature on. The local field representative contacted boston scientific technical services (ts) to inquire about sbr programming. Ts discussed programming options. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received from the local field representative that the physician felt the syncopal episode was felt to be caused by a drop in blood pressure. The physician elected to make medication changes. No changes in device programming were made. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted and replaced for unrelated reasons.